Manufacturer narrative:
Brand name: collamer ultraviolet-absorbing posterior chamber single piece foldable intraocular lens. (B)(4). Evaluation, method - lens work order search. Results - a lens work order search was performed and no similar complaint was found within the same work order. Conclusions (no conclusion can be drawn) - based on the complaint history and work order search, a specific root cause of the event could not be determined. (B)(4).

Event description:
The reporter stated the surgeon implanted a cc4204a collamer single piece lens in the patient's eye. Three weeks after the implant surgery, the patient needs a cornea transplant. Further information has been requested, but none has been forthcoming. A supplemental medwatch will be submitted when further information is available.